Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The obstruction of flow was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the returned analysis the device flushed before insertion and in the returned device. Additionally, the following device was reported to be deployed in the tissue tract. These observations indicate operation context for the reported issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the previously filed medwatch report, the devices were returned and additional information was received. It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using a prostyle device after a peripheral intervention procedure using a 6f sheath. Reportedly, there was no blood flow coming from the marker lumen of the prostyle device. The marker lumen had been flushed successfully prior to use. The device was removed and flushed again. When it was advanced again and positioned in the artery, there was still no blood flow from the marker lumen. The device was removed and an attempt was made with another prostyle device; however, the sutures did not capture the vessel as it was deployed in the tissue tract. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate manufacturer report number.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using a prostyle device after a peripheral intervention procedure using a 6f sheath. Reportedly, there was no blood flow coming from the marker lumen of the prostyle device. The marker lumen had been flushed successfully prior to use. The device was removed and flushed again. When it was advanced again and positioned in the artery, there was still no blood flow from the marker lumen. The device was removed and an attempt was made with another prostyle device; however, a cuff miss [suture retrieval issue] was noticed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.